Event description:
It was reported that during a cardio esophagectomy, the device was being used for an esophagogastrostomy, and the anvil would not close. A like device was used to complete the procedure. There was no patient consequence.